Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A follow-up report will be submitted when the investigation has been completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter had a crack on the bottom of the display and because of this she could not test her blood glucose. It was further reported that on (B)(6) 2016 she began to feel "dizzy, extremely thirsty" and was "urinating a lot". Customer self-presented to a hospital emergency room where a reading of 495 mg/dl was received on an unspecified device. Customer was diagnosed with hyperglycemia and treated with 10 units of insulin via intravenous infusion. Customer's glucose was monitored following the infusion and when her blood glucose came down to 293 mg/dl she was discharged to home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. During the visual inspection, a broken screen was not observed. The complaint is not confirmed.